Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's sister reported via phone call that the customer experienced high blood glucose level of 500+mg/dl. The customer stated her ketones were moderate. The customer stated that her blood glucose level kept rising even after she used her pump to give herself an insulin injection. The customer's sister stated her sister had one pump of the pump and it quit working and now they're in the emergency room. The customer stated she didn't have time to troubleshoot and will call back. The date of the incident was (B)(6) 2017. The customer's weight was 190 lbs. The customer stated her blood glucose level began to lower when she changed the insulin pump set twice. The insulin pump will not be returned for analysis.